Event description:
It was reported that following a surgical procedure, the patient woke up and was temporarily paralyzed. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that following a surgical procedure, the patient woke up and was temporarily paralyzed. No further information was provided. It was further reported that the stryker cement did not cause or contribute to the patients temporary paralysis. The customer further reported that there was no malfunction experienced with the cement.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.